Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from our affiliate in austria. As reported, this was a case of an implant of a 26mm sapien 3 ultra in the aortic position by transfemoral approach. During advancement of the commander delivery system through vasculature, it was not possible to advance due to a stent that the patient had implanted. It was decided to remove the system but the valve can not be withdrawn through the esheath. A ballooning was required to open and stabilize the aortic graph. The valve was removed from the right femoral artery required surgical repair.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided and reviewed, the commander delivery system had exited from the esheath, and advancing through the stent placed in vasculature of fluoroscopy. The valve appeared to get stuck in the vascular stent. Through extensive complaint investigations, events reporting inability withdrawing catheter with crimped valve through patient vasculature or through the sheath have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, non-coaxial withdrawal, altered crimp profile, damaged sheath, not centering the thv on the flex tip, and/or withdrawing the thv through the sheath hub. The complaint for inability to withdraw system with valve through sheath was confirmed based on evaluation of provided imagery. Available information suggests that patient factors (valve stuck in vascular stent) and procedural factors (non - coaxial withdrawal) likely contributed. Patient factors (i.e. Calcification, tortuosity, or small vessel size) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during withdrawal. Proper withdrawal technique is important, as non-coaxial withdrawal of the delivery system with crimped thv may cause the system or thv to interact with vasculature or the sheath, resulting in difficulty withdrawing. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.